Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: m073268c001, serial/lot #: (B)(6), ubd: , UDI#: h3, h6: no parts have been received by the manufacturer for evaluation. Codes fdm b17, fdr c20, fdc d15 are applicable to this analysis. Multiple fdd/annex a codes were reported. A15 was coded for the robotic arm lowering down the trajectory without anyone touching it. A1102 was coded for the software displayed "out of range" and the "robotic arm error." Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that when attempting to send the arm to trajectory, the software displayed "out of range." The medtronic representative (rep) reported when attempting to press the buttons on the core monitor to lower the arm down the trajectory, "robotic arm error" flashed on the screen and all buttons were grayed out on the core. Rep reported the arm continued to move down the trajectory towards the patient. Rep reported while the arm was lowering down the trajectory without anyone touching it or the buttons, the surgeon had to manually stop the arm by grabbing it before it ran into the patient. Rep reported the error went away and they were able to manually move the arm and send back to trajectory. There was no surgical delay. There was no impact on patient outcome.